Manufacturer narrative:
The referenced patient expiration was reported under medwatch MFR report# 2916596-2017-01441. (B)(4). Approximate age of device - 2 years, 1 month. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to suspected thrombus. The pump was exchanged through the subcostal approach and was successful. The new pump was turned on with no issues. The patient subsequently expired.

Manufacturer narrative:
Additional information. It was initially reported that the device was returning for analysis; however, the device could not be located. Device evaluation: no product was returned for evaluation. A correlation between the device and the report of suspected pump thrombosis could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.